Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. There were also eight untreated episodes, due to inappropriate sensing. During troubleshooting, noise was not able to be reproduced. The sensing vector was reprogrammed, and device episode information was sent to technical services for review. It was reported that the evening before the inappropriate shock, the patient had performed a handstand. X-rays were performed and compared to x-rays from implant; the electrode appeared to have moved. Technical services reviewed the episodes and agreed the noise was not electromagnetic interference (emi). It was suspected that the handstand caused the electrode to move, resulting in the sensing observations. The sensing vector was appropriate based on the data provided. It was planned to see the patient again for additional defibrillation threshold (dft) testing, as ventricular fibrillation (vf) could not be induced during the implant procedure. Approximately three weeks later, the patient was seen in the hospital for dft testing and to test all sensing vectors in various postures. It was reported that again vf could not be induced. During testing, all sensing was appropriate, no noise was observed, and the device remained programmed at primary. It was later reported that at a device check the following week, an error for high impedance of greater than 400 ohms was observed. The patient was hospitalized pending a system revision. A connection issue was suspected as the cause of the out-of-range impedance issue. The revision procedure was performed, where the terminal pin of the electrode pulled easily from the device header without loosening the setscrew. There was concern the setscrew was compromised, so the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at out post market quality assurance laboratory, a through evaluation of the device was performed. Visual inspection noted the seal plug was intact, but the setscrew was found to be stuck in the down position. The setscrew was not able to be loosened using up to 24 inch ounces of torque. The tip of the torque wrench broke off in the setscrew while trying to loosen it in the laboratory. The wrench tip was removed and the setscrew was eventually loosened using a side-loading rotational method. A review of the recorded episodes and electrograms noted noise that was consistent with a loose setscrew. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Laboratory analysis determined the clinical observations were likely due to a loose setscrew while the device was implanted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.